Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity has been observed between the last two follow-up visits, and the battery longevity decreased by 5 years. A boston scientific technical services consultant reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. It was recommended to either have the device replaced, or re-evaluate the battery longevity within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information, indicating that the patient passed away due to an illness unrelated to this device. The patient passed away prior to replacement; therefore, the device remains implanted.

Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity has been observed between the last two follow-up visits, and the battery longevity decreased by 5 years. A boston scientific technical services consultant reviewed device data via latitude (remote monitoring system), and confirmed premature battery depletion. It was recommended to either have the device replaced, or re-evaluate the battery longevity within 90 days. This device currently remains implanted and in service. No adverse patient effects were reported.